Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump battery failed and the pump display was frozen. The customer¿s blood glucose level was 251 mg/dl at the time of the incident. The customer was unable to clear the pump errors such as a power loss alarm. Troubleshooting was not completed due to the display issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. No frozen screen noted. The pump passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing.